Manufacturer narrative:
Device available changed to yes. Device evaluated by manufacturer changed to no, added device evaluation anticipated, but not yet begun. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s fungal peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it cannot be determined what exactly caused the patients fungal peritonitis with the information currently available. Fungal peritonitis is a known potential complication in pd patients and accounts for 3% - 6% of all peritonitis episodes.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The valve actuation test failed. Failure was due to manifold valve a leak; valve 16. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018 a patient on continuous cycling peritoneal dialysis (ccpd) therapy was experiencing pain and cloudy peritoneal dialysis (pd) effluent. As a result, the patient had pd effluent cultures performed in the outpatient pd clinic which revealed growth of candida rugosa consistent for fungal peritonitis. The pd nurse indicated the patient did not require hospitalization for the peritonitis event. The patient was initially treated with intra-peritoneal (ip) vancomycin (1 gram) and ceftazidime (1 gram) daily and then subsequently switched (likely after organism confirmed in culture) to oral diflucan (anti-fungal) 100 milligrams daily for a duration of 28 days. Additionally, per the physician order, the pd catheter was removed on (B)(6) 2018 and the patient subsequently transitioned to outpatient hemodialysis therapy.